Manufacturer narrative:
Concomitant medical products: product ID tm90q0 lot# serial# unknown product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient called because she was having trouble having the handset and communicator to connect. While on the call she was able to get it to connect. In talking the patient mentioned she has seizures and this is why she needed the stimulator. A little while back she had a really bad seizure and it messed with her normal setting at 1.6. After they took out the catheter because they had to sedated and intubate her to get seizure response. Whenever shewoke up after they took the catheter out she couldn't go. So she connected and had to put the amplitude all the way up at 2 before it finally worked and left it there for about a month, but she noticed it was kind of shocking (about two and a half weeks ago) her whenever she was in certain positions like around her vagina. So decided this morning when it was a little too much for her. She decided it had been a month or so and decided to turn it back down. She was able to get it back down to 1.7, and it is still working. She doesn't have that feeling anymore. Documented reported event. No further action was taken by patient services. The patient's relevant medical history included was in a car accident and had a tbi and as a result has had seizures for the last five years. Seizure have increased. Patient has been intubated several times in the last month. She doesn't have a good recollection of the past month or so.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.